Manufacturer narrative:
Continuation of d10: product ID 977c290, lot/serial# (B)(6), implanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(6), ubd: 22-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was patient was not having a lot of luck with getting pain relief. The issue was from the beginning. Pt rep mentioned pt fell right after it was installed. Pt hit their head and broke their c1 right after the implant surgery. Pt rep thought the lead changed the position. Pt met with rep several times but had no luck. The last time they met with a rep seemed to get a little better but it did not seem to be doing good anymore. Healthcare provider (hcp) will set up an appointment with a rep again.